Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: h601h27 heart ring, implanted: (B)(6) 1996; ddbc3d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low impedance on the subcutaneous high voltage coil. The lead was revised and removed. A new intravenous lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.